Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that the patient had a groshong catheter implanted on (B)(6), 2023. On (B)(6), 2023, leakage was found during infusion. When the catheter was checked, leakage was confirmed from the connection between the catheter and the oversleeve. There was no reported patient injury. No other information provided.

Event description:
It was reported by the customer that the patient had a groshong catheter implanted on (B)(6) 2023. On (B)(6) 2023, leakage was found during infusion. When the catheter was checked, leakage was confirmed from the connection between the catheter and the oversleeve. There was no reported patient injury. No other information provided.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and the cause appears to be use related. The product returned for evaluation was a 4 fr groshong nxt clearvue connector assembly. It was received assembled. Use residue was evident throughout the device. The catheter was not returned. No catheter fragment was visible within the connector. The connector was disassembled and following disassembly, no catheter fragments were within the connector. Following bisection of the distal connector segment, inspection of the compression sleeve revealed it was not in the advanced, locked position. Inspection of the proximal connector segment cannula revealed mass of biological residue adhered to the distal tip. It appeared that the mass may have withdrawn the compression sleeve during disassembly. Disassembly revealed there was no catheter fragments present within the connector, suggesting that the catheter was not properly inserted in the compression sleeve during assembly. This complaint will be recorded for future trending and monitoring purposes.